Manufacturer narrative:
(B)(4). Additional information received: it was reported the staples didn¿t form into a b, doctor used sutures to complete procedure.

Event description:
It was reported that during a colon resection procedure, the device misfired, it just didn't work. It was unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.